Manufacturer narrative:
(B)(4)

Event description:
It was reported that the non pacer dependent, asymptomatic patient presented in clinic for routine follow up. It was noted that the pulse generator exhibited chronic false elective replacement indicator. The device was explanted and replaced on (B)(6) 2016. The patient was in normal condition post operation.